Event description:
Attorney's report of patient's alleged abdominal pain, bowel obstruction, adhesions and ring break. Additionally the mesh was said to haved balled up.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.